Manufacturer narrative:
A risk to the pt's health could not be excluded for these specific circumstances, since a screw canal was not placed as intended, with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device, corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place, according to the hospital there are no (B)(6) clinical effects for the pt due to this issue. According to the results of brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the misplaced screw canal is a deviation of the virtual display in the brainlab navigation compared to the actual pt anatomy. The deviation was caused by a de-calibrated non-brainlab c-arm and the resulting quality of the specific 3d scan, which was not suitable for usage with the brainlab navigation. Apparently the deviation was not detected during the according accuracy verification to be performed by the user (in regards to the first 3d fluoroscan). There is no indication of a malfunction or systematic error of the brainlab device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the need of regular verification of c-arm calibration to this hospital.

Event description:
A spine surgery (minimal invasive bilateral fusion of l3-s1) was planned to be performed with the aid of the brain lab spine and trauma 3d 2.1 navigation system. During the procedure the surgeon: attached the navigation reference to the vertebra l2. Registered the actual pt anatomy to the navigation (to the 3d fluoro scan imported into and used by the navigation system) verified the accuracy of the pt registration. Planned screw placement and inserted tap (to cut the thread for screw placement). Verified location of the tap by 2 fluoro image and realized it was not placed as intended (but in disc space). Obtained a new 3d fluoro scan and realized that accuracy of navigation was not ideal (although better compared to previous 3d fluoro scan). Decided to continue surgery with the aid of navigation and additional 2d fluoro images for verification. Completed the case successfully. The hospital confirmed that there was no negative clinical effect for the pt and that the outcome of the surgery was successful.